Event description:
The customer reported that the system locked up during the boot up process. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info is not available and no add'l service info was provided.